Event description:
A non-healthcare professional reported that the canal began at the wrong depth and the flap was non-liftable (thin flap) during lasik surgery on the patient's unknown eye. The surgeon recognized the canal problem and halted the procedure before initiating the bed cut. Continuing the procedure would have resulted in a non-liftable flap where most of the bed cut would have been etched into the cone. The problem is intermittent.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser has regularly been serviced within the preventive maintenance program and was successfully verified after the surgery date. The review of logfile for the treatment day shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows eight successfully performed treatments without interruptions and two treatments that were aborted. Due to missing information about the treatment details the related treatments cannot be identified conclusively in the logfile but it is assumed that the two aborted treatments are meant by the current complaint. Logfile shows that the two aborted treatments were stopped by pressing the vacuum pedal, so the treatment was cancelled, and the following message is shown in the logfiles: info vacuum pumps stopped by foot pedal - treatment is aborted' buttons. The review of the complete treatment day shows that four beam control checks were performed way before the start of the treatments and not immediately before the treatments. This includes one of the aborted treatments, where the beam control check was performed before the treatment. The review also shows that all successful treatments were performed with no or not relevant deviation between planed and performed energy. Root cause for this incident is inappropriate insertion of the applanation cone (i.e., user handling). The manufacturer internal reference number is:(B)(4).